Manufacturer narrative:
Device investigation narrative - one 72201491 ultra-fast-fix needle delivery system device received. The device is in used condition. The blue split cannula was returned. The depth limiter was returned trimmed. The complaint listed ¿t2 pre-deployment¿. T1, t2 were not returned. Only partial suture was returned. There is no obvious damage noted. There is no deployment with this device style. This device requires manual advancement and deliberate stripping off of each anchor. There would not be an anchor falling off unless the delivery needle was twisted or bent or flexed during insertion. A functional test indicates that the actuator manually advanced. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted. (B)(4)

Event description:
It was reported that the t-2 anchor deployed prematurely. The t-1 anchor was removed and a backup device was used to complete the surgery. A delay of 10 minutes was reported with no patient impact.